Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the information was learned through implant patient registry. Through follow-up, a copy of the operative report was received. The device was not returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On a returned implantation data card, "not implanted" was noted. Through follow-up with the surgeon's office, a copy of the operative report was received. It was learned that the device was explanted at implant. Review of the operative report revealed the following: "30 single-armed braided polyester sutures were placed in the annulus and passed through a 23 magna, which tied down very easily. At this point the caval tapes were tightened down and the right atrium opened and patent foramen was oversewn with 4-0 prolene suture. The aortotomy was then closed longitudinally over teflon felt decreasing the size by approximately 1 to 1.5 cm. This was done with a running 4-0 suture. Prior to tying it down, blood was flushed through the vent and out the ascending aorta to dispel air. Cross clamp was removed and the aortotomy tied down. The patient was then rewarmed. At 37 degrees he was weaned off bypass. Echo unfortunately showed an area in the septum that was bleeding. It did not look like a true perivalvular leak, but it looked like the septum had blood just coming out of it ... The aortotomy was reopened. I looked carefully at the valve. It looked good. Underneath the valve in the septum you could see where blood was coming right through the septal wall; it was literally falling apart. Therefore, the valve was removed. I decided the only way we could fix this would be to replace the entire root."